Event description:
The patient reported experiencing a widespread skin rash located on the abdomen, thighs, and backs of the arms. She stated that she has been under evaluation by a dermatologist and other healthcare providers, who are still attempting to determine the underlying cause. According to the patient, she has been told that the condition may represent a ¿systemic allergic reaction.¿ she reported that the rash began prior to initiating omnipod therapy in approximately 2021. The patient stated that her healthcare providers initially suspected an allergic reaction to lantus insulin and transitioned her to novolog for use with the pod. A dermatologist performed skin biopsies at four separate sites in an effort to determine the cause of the rash. No information related to biopsy results was provided. The patient was later switched from novolog to humalog on (B)(6), but reported no change in symptoms. She noted that she is currently wearing pods on her hip and has not experienced rash or irritation in this area. The patient described the rash as red and ¿prickly,¿ and at other times appearing similar to hives. She also mentioned a prior emergency room visit due to the discomfort of the rash (documented under internal insulin reference #cn-(B)(4). The patient stated she has a history of allergic reactions to certain medications, including antibiotics, but does not believe she has metal or environmental allergies. No additional medical evaluation or diagnosis information was available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's skin irritation and allergic reaction. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.